Manufacturer narrative:
No device malfunction. Instructions for manual rinseback in the event that the treatment must be discontinued are included in the user's guide. Facility staff were informed and provided additional training. A direct correlation between the reported blood loss and the nxstage system one cannot be established.

Event description:
It was reported that during a routine hemodialysis treatment, there were problems with the venous access needle requiring recannulation. The operator was concerned that the disposable set may have clotted while attending to the needle problems and discontinued the treatment without rinseback of the pt's blood resulting in a 210cc blood loss. The blood loss was combined with a heavy menses and the pt's epogen dose was increased. No additional medical intervention was required.